Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 20#, its non-osseointegration was observed. Moreover, 50ncm of primary stability was achieved, the patient presented bone type ii, trauma over the implant has occurred and immediate load and immediate implant procedures were performed.